Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/12/2016. The device has been returned and evaluated by product analysis on 08/18/2016 with the following findings. Call service cs 078-0008 alarm was observed in the black box and the alarm history. However, investigators were unable to adequately investigate the original complaint due to a secondary issue in the form of moisture induced blank display. A display lens leak was diagnosed with evidence of corrosion inside multiple internal pump components.